Event description:
The user facility in japan reported a 59-year-old female admitted with multivessel coronary artery disease and in heart failure, reported an impella 5.5 was attempted to be implanted. However, after exposing the blood vessel and checking the diameter, the implant was aborted. The physician made the choice to implant an impella cp. No known patient harm or injury. Reportable due to potential patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The cause of the delivery issue was patient condition related due to patient condition of small blood vessels.